Manufacturer narrative:
In 2007, the patient experienced chest pain and hypotension. The patient returned to the cath lab for an angiography, which revealed an acute closure of 73% of the distal to proximal right coronary artery stent. The patient was successfully treated with two stents. The first stent was a 2.5 x 33mm cypher select and the second was a 3 13mm cypher select. Timi flow was grade iii. This event was graded as severe and was reported to be unrelated to the device and high probable to the index procedure. The event was resolved without sequel. During the one month follow-up on one month later, the patient was asymptomatic. The medications treatment of aspirin, clopidogrel, oral antidiabetics, statins, ace inhibitors and beta-blockers was ongoing. During the six months follow-up on approx four months later, the patient was asymptomatic. The medication treatment of aspirin, clopidogrel, oral antidiabetics, statins, ace inhibitors and beta-blockers was ongoing. Lab evaluations: pre-procedure creatinine was done, pre-procedure troponin was greater than or equal to 5 times above the upper normal level, post-procedure (24 hours-discharge) troponin was greater than or equal to 5 times above the upper normal level. The patient's pre-procedure medications included: aspirin, clopidogrel, statins and beta-blockers. The patient's intra-procedure medications included: aspirin, clopidogrel, aggrastat and heparin. The patient's post-procedure medications included: aspirin, clopidogrel, oral antidiabetics, statins, ace inhibitors and beta-blockers. Cypher select plus is not distributed in the us but it is similar to us distributed cypher product. This is one of three reports submitted for the same event. Please reference MFR. Report#: 9616099-2007-02553, -02555, and -02556.

Event description:
A male patient with bmi 27.36 kg/m2 was enrolled in the study in 2007 with 1-vessel disease. The patient's medical history includes previous percutaneous coronary intervention, previous coronary artery bypass graft, hypertension, hyperlipidaemia, previous smoker, diabetes mellitus, myocardial infarction and gastro-duodenal ulcer. The main indication for the intervention was stable angina pectoris. The patient's heart rate at the beginning of the procedure was 71/min and the blood pressure was 99/61 mmhg. The lvef was estimated to be less than 30%. The first target lesion was a native, de novo, non-ostial, irregular, readily accessible, eccentric, type b2 proximal right coronary artery with an angulation of greater than or equal to 45 degrees and less than 90 degrees. The reference vessel diameter was 3.8mm and the lesion length was 30mm. Pre-procedure diameter stenosis was 70%. The lesion was direct stented with a 3.5 x 33mm cypher select, which was electively implanted at 22 atm with satisfactory results. The stent was post-dilated with a 4 x 16mm balloon at 22 atm as the stent was not fully expanded. Post-procedure diameter stenosis was 0%. The second target lesion was a native, de novo, non-ostial, irregular, readily accessible, concentric, moderately calcified, type b2 mid right coronary artery. The reference vessel diameter was 3.2mm and the lesion length was 30mm. Pre-procedure diameter stenosis was 80%. The lesion was direct stented with a 3.0 x 33mm cypher select, which was electively implanted at 20atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. The third target lesion was a native, de novo, non-ostial, irregular, readily accessible, type b1 distal right coronary artery. The reference vessel diameter was 2.4mm and the lesion length was 10mm. Pre-procedure diameter stenosis was 70%. The lesion was direct stented with a 2.25 x 13mm cypher select stent, which was electively implanted at 20atm with satisfactory results. The stent was post-dilated with a 2.75 x 10mm balloon at 24atm as the stent was not fully expanded. Post-procedure diameter stenosis was 0%.